Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and white particles in shell. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare provider reported, a left side deflation. The device has been explanted and replaced.